Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that on (B)(6) 2017, the customer's blood glucose was low at 1.9 mmol/l and sensor was reading 6.5 mmol/l. The customer went into a coma and spouse called an ambulance. The customer was given a glucagon shot. The customer was connected to the insulin pump. The customer was taken to the hospital and was discharged the next day. Troubleshooting was performed, and the insulin pump passed the tests. The customer indicated that they used the same infusion set for four days. The sensor had been inserted for four days and during the entire time the readings were inaccurate. The product will not be returned for analysis.